Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, that insulin leaked from the reservoir into the reservoir compartment. The customer was using the insulin pump without getting any training on it. The customer was instructed to get training prior to using the insulin pump.